Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated a cause for the reaction to the impedance check was not determined. It was stated the reported reaction to the impedance check issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance check was started on the left implantable neurostimulator (ins) and the patient immediately felt uncomfortable so the impedance check was cancelled. The patient was moving as though they were uncomfortable and didn't speak for a few minutes. They then returned to their normal self. They said they had experienced the same reaction when their neurologist had done an impedance check. Refer to manufacturer report 3004209178-2019-22571 for details pertaining to the related reportable event.